Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a battery status of middle of life 1 (mol1). Six weeks later, end of life (eol) was declared. Fault code 1 was also displayed.